Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on 24jan2025 wherein the full scs system was explanted to address the issue.

Event description:
It was reported, post an unrelated surgical procedure where the ipg was placed into surgery mode, the ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.